Manufacturer narrative:
Insulin pump alarmed after battery change due to a interface board voltage leak. Scratches to the lcd window and reservoir tube window noted.

Event description:
It was reported the insulin pump alarmed unexpected restart each time the customer changes the battery. Customer then has to reset the device. Customer claims he dissatisfied and stressed about the occurrence of the alarm. Customer has suffered a brain injury and was generally stressed. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.